Manufacturer narrative:
Additional information: b1, b2, b5, h1, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Further information was received indicating the pace-sense portion of the rv lead was capped on (B)(6) 2020. The high voltage part of the lead remains implanted and functional. An additional pacing lead was implanted. No obvious damage was observed via x-ray imagine or during the procedure. The patient was stable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, a loss of pacing was observed. The device was interrogated; however, loss of pacing was not reproducible. Abbott technical support was contacted and right ventricular (rv) oversensing with pacing inhibition and mode switch episodes were observed on session records. Rv lead replacement is anticipated. The patient was stable.